Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, rectocele, uterine prolapse and enterocele. It was reported that the patient underwent the concurrent procedures of a total abdominal hysterectomy, burch urethropexy, abdominal sacrocolpopexy, and posterior cystocele repair during mesh implantation. It was reported that patient underwent mesh revision on (B)(6) 2005. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2007 due to vaginal vault erosion from previous mesh placement, recurrent stress urinary incontinence, failed previous "birtch" and sling procedure, a rectocele and an enterocele. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-00821. The same patient is represented in each medwatch in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion, the patient experienced vaginal bleeding and perineal wound separation.

Event description:
It was reported that following insertion, the patient experienced vaginal bleeding and perineal wound separation.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.